Event description:
The surgeon performed a total hip arthroplasty procedure, using the robotic arm interactive orthopedic system (rio) and restoris pst total hip prosthesis system. While drilling a screw into the acetabular cup of the pt, the drill bit sheared at the distal tip; all pieces of the drill bit were retrieved. The surgeon then drilled using a longer drill bit, and noticed a 3mm piece of the distal tip was missing; the surgeon could not locate the missing drill it tip visually or using an intraoperative x-ray.

Manufacturer narrative:
The surgeon stated that the pt had very hard bone, and this was audibly and visually confirmed during reaming of the acetabulum. Eval of the returned drill bits is ongoing, and a supplemental report will be filed when the investigation has been completed.